Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge tubing was loose/detached on multiple cartridges and one cartridge tubing was cracked at the base causing insulin to leak. One cartridge tubing was damaged during play. Customer's blood glucose was not impacted.